Event description:
It was reported the patient experienced takotsubo syndrome (cardiomyopathy). A left atrial appendage (laa) closure procedure was being performed. A watchman access system and a 21mm wacthman laa closure device and delivery system were used. The closure device was deployed, but needed to be recaptured. During the recapture, the patient experienced takotsubo syndrome. The right ventricle was at a stand still and the left ventricle became larger and more weak. The patient experienced hypotension (50/35) and bradycardia (20-25 bpm). The patient became stable after receiving propofol and midazolan. A coronary angiogram was performed but could not conclude a diagnosis. The physician decided to cancel the procedure, so a closure device was not implanted. The patient was stable without catecholamine and was transferred to the intensive care unit for observation. The patient has since been discharged from the hospital.